Event description:
This will be filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3 with a prolapsed posterior leaflet. It was noted that upon inserting the clip delivery system (cds), air was observed in the steerable guide catheter (sgc). The cds was removed and standard aspiration was performed according to the instructions for use (IFU). Air was removed from the sgc and the cds was reinserted. One clip was placed on the mitral valve without issues, reducing mr to a grade of 1. It is unknown which device caused the leak. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information and without the return device to analyze, the reported leak cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.